Event description:
Customer's mother called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.